Event description:
It was noted that the port base had tears though the base including the mash webbing at the base where the anchor sutures had been placed. The port was noted to be turned upside down in the child with a hematoma that may or may not be related at the site.